Event description:
Reportedly, on (B)(6) 2025, the egm has an abnormal display. Unable to get full-length display.

Manufacturer narrative:
Review of the provided video confirmed the reported event as the egm is not displayed through the entire screen. Review of the logs did not permit to find any findings regarding the issue. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a miscalculation of the available width of the header trace. This case is retained and utilized for trend purposes. Correction: device updated to smarttouch softwares modules according to investigation results.

Manufacturer narrative:
Files analysis is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, the egm has an abnormal display. Unable to get full-length display.